Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the right renal artery was much lower than the left. It was reported that upon deployment of the stent graft, the proximal edge of the stent graft partially impeded the ostium of the right renal artery. The positioning of the stent graft at this location was essential to achieve good proximal fixation. The right renal artery was then stented with good outcome. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
.